Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient was implanted today ((B)(6) 2016) and they had just gotten home when they started to feel a shocking sensation that was causing them pain. The caller stated the therapy was on, and they could not connect with the patient programmer (pp) to turn the stimulation off because of a poor communication screen with(out) the antenna. It was noted the patient was stressed. The patient was to follow up with their healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.